Manufacturer narrative:
The company became aware of the suspected perforation during the aveta systen end user survey. During follow up call, the physician indicated that "no patient injury. Patient is doing well, no complications. The procedure was terminated and the product was disposed and is not available to be returned for investigation." Based on the review of the complaint, no device malfunction occured.

Event description:
Per meditrina aveta system end user survey, during last three months of device use, one uterine perforation/ uterine wall tissue damage was suspected and procedure was terminated.